Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving mo rphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that the registered nurse (rn) noticed a black scab on patient's incision approximately 1 month prior to this report date at last pump fill. On this report date, the patient came in and the scab had gotten larger but was no longer black, but was yellowish in color. The site was red and swollen per rn and managing doctor (md). 2 weeks prior to this event report date, the patient got a week of IV vancomycin. The redness decreased but after stopping the vancomycin, the redness came back. No troubleshooting was done. The doctor planned for the pump to be explanted on this report date but decided not to explant the pump, the patient was admitted to the hospital and given intravenous (IV) vancomycin. It was noted that the doctor was speculating that the cause of the event was the fact that the pump was right at the patient's belt line and her pants rubbed against the incision causing a scab and it not to heal. It was added that the patient smokes a pack of cigarettes every day and this was her 3rd treatment of IV vancomycin for the incision. The issue was not resolved at the time of this report and patient status was alive no injury. The patient's medical history included: 1 pack/day smoker. Additional information has been requested regarding final patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Additional information was received from a device manufacturer representative (rep). The patient had the pump and catheter explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that the registered nurse (rn) noticed a black scab on patient's incision approximately 1 month prior to this report date at last pump fill. On this report date, the patient came in and the scab had gotten larger but was no longer black, yellowish in color. The site was red and swollen per rn and managing doctor (md). 2 weeks prior to this event report date, the patient got a week of IV vancomycin. The redness decreased but after stopping the vancomycin, the redness came back. No troubleshooting was done. The doctor planned for the pump to be explanted on this report date but decided not to explant the pump, the patient was admitted to the hospital and given intravenous (IV) vancomycin. It was noted that the doctor was speculating that the cause of the event was the fact that the pump was right at the patient's belt line and her pants rubbed against the incision causing a scab and it not to heal. It was added that the patient smokes a pack of cigarettes every day and this was her 3rd treatment of IV vancomycin for the incision. The issue was not resolved at the time of this report and patient status was alive - no injury. The patient's medical history included: 1 pack/day smoker. Additional information has been requested regarding final patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.